Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. B1 (adverse event) and b2 should not have been checked.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via bha. During the surgery, when the nurse tried to attach the centralizer to a stem, there was an abnormal noise and there was a crack in the centralizer. So, they could not use the centralizer. The sales rep didn't seem to think the nurse had applied excessive force. The surgery was completed without any surgical delay. There was no harms to the patient. No further information is available.